Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that the customer had hypoglycemia. Blood glucose values was 45 to 60 mg/dl and current blood glucose value was 188 mg/dl. Customer was treated with food. Troubleshooting was performed. Customer was using the insulin pump with the auto mode/smart guard feature active at time of reported event is unknown. Customer was using the insulin pump since past 48 hours of reported event. No further complications were reported. Product will be returned for analysis. The customer will discontinue to use of the device.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged possible over delivery, low bgs, download/upload anomaly and time/date anomaly found on 16-oct-2022. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670 inches. However, pump error 63 alarm during self test. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink and generated summary reports without any errors. No unexpected error message during the upload or report generation noted. In further full review of the pump history/traces on the event date of 16-oct-2022, there is no unexpected alarms/suspends and found manual bolus delivery of dailytotalofbolusinsulindelivered = 36 u. 10/16/2022 10:04:30.000 normalbolusdelivered normalbolusamountprogrammed = 15 bolusamountdelivered = 15 10/16/2022 16:13:22.000 normalbolusdelivered normalbolusamountprogrammed = 10.8 bolusamountdelivered = 10.8 10/16/2022 18:10:52.000 normalbolusdelivered normalbolusamountprogrammed = 10.2 bolusamountdelivered = 10.2 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. The pump programmed with the current time and date and monitored for several days. The time and date are functioning properly. Per r&d engineer, as per pump history, after setting the airplane mode on, the date/time was changed from 09/20/2022 12:51:18 to 09/19/2025 22:49:18. 09/20/2022 12:49:30.000 airplanemodeonoff eventtype = 6 sourceid = pump (ngp is in open loop state) historyrecordlength = 12 systemtime = 09/20/2022 12:49:30.000 onoffstatus = on 09/20/2022 12:51:18.000 usertimedatechange eventtype = 3 sourceid = pump (ngp is in open loop state) historyrecordlength = 19 oldsystemtime = 09/20/2022 12:51:18.000 newsystemtime = 09/19/2025 22:49:18.000 then the airplane mode was set off: 09/20/2025 10:26:54.000 airplanemodeonoff eventtype = 6 sourceid = pump (ngp is in open loop state) historyrecordlength = 12 systemtime = 09/20/2025 10:26:54.000 onoffstatus = off later the time was changed again ( the date was not changed): 09/20/2025 23:29:33.000 usertimedatechange eventtype = 3 sourceid = pump (ngp is in open loop state) historyrecordlength = 19 oldsystemtime = 09/20/2025 23:29:33.000 newsystemtime = 09/20/2025 13:30:33.000. And then again (only date was changed). 09/30/2025 17:12:44.000 usertimedatechange eventtype = 3 sourceid = pump (ngp is in open loop state) historyrecordlength = 19 oldsystemtime = 09/30/2025 17:12:44.000 newsystemtime = 10/01/2022 17:12:43.000. This sequence of the steps points to the intentional change of date/time. Unfortunately, long traces do not cover this timeframe so we cannot verify it with the key presses. Pump error 63 alarm (variableinfo = 03) was recorded and found in the formatted history file on: 01/13/2023 06:02:16.000 the keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. Pump error 63 alarm (variableinfo = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed. Download/upload anomaly and time/date anomaly were not confirmed. However, pump error 63 alarm was confirmed. Pump error 63 alarm during self test due to broken trace on u1 keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.